Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer that received replacement pt/inr cartridges but did not receive the letter regarding product action: (B)(4) . The customer reported unexpected results on I-stat pt/inr, lot# c13243 on an (B)(6) female patient. There was no additional patient information available at the time of this report. Date : (B)(6) 2013, method: I-stat, time: 11:25pm inr: 2.8, sample. (B)(6), isat, 01:55pm, 303, b the lot in use (lot# c13243) at the time of this event is associated with apoc product action number: (B)(4), dated (B)(6)0 2013. Based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). The lot is associated with apoc product action number: (B)(4) dated (B)(6) 2013. Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.